Event description:
Information received from the field does not address the patient's clinical status but notes abnormal ventricular sensing and loss of capture. The device also exhibited a pacing rate higher than the actual programmed rate.